Event description:
It was reported that the device was displaying a service wrench icon and a critical fault code, which is related to defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that they will not be repairing the device due to costs and will be replacing it. The cause of the reported failure cannot be determined.